Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure causing perforation') and device breakage ('a piece of essure device was seen in the left tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, ovarian torsion, vaginal bleeding, endometriosis, uti, multiparous and bleeding menstrual heavy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and device breakage outcome was unknown. The reporter considered device breakage and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation nos, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received. Reporter information added. Event medical device removal updated to event perforation nos. Event: a piece of essure device was seen in the left tube added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure causing perforation') and device breakage ('a piece of essure device was seen in the left tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, ovarian torsion, vaginal bleeding, endometriosis, uti, multiparous and bleeding menstrual heavy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and device breakage outcome was unknown. The reporter considered device breakage and perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation nos, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.